Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and ¿mastalgia with enlargement of the breasts¿. Healthcare professional additionally reported "small nodular formations of millimetric size in left side. Also fibroadenoma and cyst¿; these events are not device related. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening striated on posterior side assessed as surgical damage. Pain: unable to confirm as it is a medical event not related to the device. Visibility/palpability: unable to confirm as it is a medical event not related to the device. Additional observations: yellow particles on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture and ¿mastalgia with enlargement of the breasts¿. Healthcare professional additionally reported "small nodular formations of milimetric size in left side. Also fibroadenoma and cyst¿; these events are not device related. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Healthcare professional reported left side rupture and ¿mastalgia with enlargement of the breasts¿. Healthcare professional additionally reported "small nodular formations of millimetric size in left side. Also fibroadenoma and cyst¿; these events are not device related. Device has been explanted.